Event description:
While in the abdomen the tip of an ethicon 5 trocar cannula had a small portion of the tip split off, not completely separating from the trocar. This piece was retrieved by an instrument placed through another. Diagnosis or reason for use: acute cholecystitis. (B)(4).